Event description:
The unit was returned for service because it was reported by the customer that the audible alarm was functioning intermittently. The unit was not in pt use and there was no reported harm. A repair evaluation was performed and the intermittent function of the alarm was confirmed. The power switch was replaced to correct the problem.